Event description:
The complainant reported that during an angiogram air bubbles appeared in the line from the burette to the manifold. There was no air injected and there was no pt injury as a result.

Manufacturer narrative:
Device eval: the suspect device is not being returned to merit. Eval: samples from the same lot as the suspect device are being evaluated. A follow up report will be submitted when the investigation is complete.